Manufacturer narrative:
Conclusion and justification status: the complaint states pinnacle revision surgery. Reason for revision is mom reaction (armd), with pseudotumor and effusion a complaint database search could not be conducted as no product details were received. Without further information the root cause cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 23-may-16. Update rec'd 30 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient had discomfort and pain in their hip and the hip was found to be clunky. Also noted was osteolysis. At this time there is no new information that would change the existing MDR decision. The complaint was update on: 26/04/2016. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision is mom reaction (armd), with pseudotumor and effusion according to the medical records the patient had discomfort and pain in their hip and the hip was found to be clunky. Also noted was osteolysis.